Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the objective lens needed to be cleaned. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that the lens is blurring pictures with bad quality during reprocessing involving an olympus gastrointestinal videoscope. There was no patient involvement reported.